Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during a replacement surgery one of the leads would not reseat into the new battery port. Both ports were attempted before one port was plugged and the lead was left in the patient. The other lead was working fine with high impedances only on electrode 6. It was noted that 90% of the programming had been on the functioning lead prior to replacement so they were able to retain good coverage post-operatively. There were no known external or patient factors the contributed to the issue. When comparing the size and appearance of the leads one electrode on the lead that did not reseat appeared to be bent. The issue was not resolved at the time of the report.